Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they complained of chills and fever about a week into the basic evaluation. The patient questioned symptoms of infection from the device.